Event description:
The customer reported that the calibration date defaults to 1970 and the device failed co2 calibration. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.